Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the pacing threshold measurement was high. It was noted the pacing threshold was also the phrenic nerve stimulation threshold. The lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.